Event description:
A malfunction alarm occurred, identified as malf 16, before which no notable events were reported. The customer's blood glucose level did not exceed 500 mg/dl. The customer will use multiple daily injections as a backup therapy while a replacement pump is sent by technical support. Instructions were given to return the faulty pump with a pre-paid label.